Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported the insulin pump had clock anomaly. Customer blood glucose at the time of incident was 93 mg/do. Customer stated the insulin pump was working beside clock anomaly. Customer stated they gain 3 minutes within 9 days and gained 9 minutes with 30 days. The customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will not be returning for analysis.